Event description:
It was reported that the online survey a physician stated that no, user did not agreed that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s), because "the IFU presented an expiration date error, inaccurate information, unclear information and inadequate or insufficient training" in relation to biocath® foley catheter preconnected to 2l bardia® bed bag, standard length, french size 16.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "wrong label put on package". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the online survey a physician stated that no, user did not agreed that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s), because "the IFU presented an expiration date error, inaccurate information, unclear information and inadequate or insufficient training" in relation to biocath® foley catheter preconnected to 2l bardia® bed bag, standard length, french size 16.